Manufacturer narrative:
D10. Concomitant products: unknown tacker, unknown tacker (lot unknown); unknown tacker, unknown tacker (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the tack on the first device would not fire, there was also no audible sound to indicate that the tacker would load. On the second tacker, after several shots, the tack remained stuck inside. Another device was provided, but was also defective. The surgery was converted to an open.

Manufacturer narrative:
D10. Concomitant products: abstack30, abstack30 abs fixation device 30 tacks (lot n4k1910y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the tack on the first device would not fire. There was also no audible sound to indicate that the tacker would load. On the second tacker, after several shots, the tack remained stuck inside. The operation was converted to an open, resulting in an 18-centimeter extended extension. It was noted that the procedure time was extended by more than 30 minutes.